Event description:
Woke up to my omnipod 5 system alerting to incompatibility with my smart device despite my device being on their approved list of compatible devices. This malfunction caused my blood sugar to rise over 300, causing potential long term damage to my body.